Event description:
It was reported that pump was exiting out of the bolus screen without customer input when customer attempted to deliver a bolus. Customer's blood glucose level was 217 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.